Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient's trial went well and they are permanently implanted with leads in their forehead. Caller stated they met with patient on (B)(6) 2024 to obtain better pain relief and impedances were all green at that time and caller was able to obtain coverage on groups b and c. However, after patient went home, they started seeing "settings not available". Caller stated patient hasn't had any falls or trauma. Today in office, impedances showed that contact 3 is 40k ohms and contact 3 is active in groups a, b and c. Tss had caller check various reference electrodes and the rest of the contacts range from around 860-1290 ohms. Tss reviewing meaning of "settings not available" with high impedances and suggested programming around contact 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances/settings not available was not determined, but the rep programmed around contact 3. The issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.